Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center inspected and scrapped the device after visible foam particles were confirmed. During the evaluation, the modem was found.

Manufacturer narrative:
H3 other text : evaluated by a third party.